Event description:
During a laparoscopic cholecystectomy, the surgeon was using the cautery device. When he removed the "l-hook", the scrub nurse noticed that the v-mueller l-hook cautery tip was no longer in place on the shaft of the device. An abdominal x-ray was taken after the procedure showing no retained foreign object. The instrument was taken out of service. No harm to patient.